Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Surgeon's response and operative report were received. However, it was indicated that the device is not available for return as it was discarded by the hospital. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon indicated in his response that the explant of this device was not device related but due to an unsuccessful ring repair.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of approximately 1 year (12.83 months) and replaced with a 7000tfx bioprosthetic valve. Per the operative report, the ring had dehisced from the anterior mitral annulus and there was severe mitral regurgitation noted. The surgeon indicated in his response that this explant was due to an unsuccessful ring repair and not due to a device malfunction. Completion transesophageal echo revealed no evidence of aortic or mitral regurgitation.